Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0177630 all inspections were performed per the applicable operations qc specifications. There were two notifications [(B)(4)] noted for shield pull. There were four notifications [(B)(4)] noted that did not pertain to the complaint.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation from device. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Why are the caps so hard to remove? I have arthritis. This isn't fun. Then 4 out of 10 in most packages, the cap cones off with the needle portion. Wasted syringe. It's the bd ultra-fine needle 3/10ml.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation from device. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Why are the caps so hard to remove? I have arthritis. This isn't fun. Then 4 out of 10 in most packages, the cap cones off with the needle portion. Wasted syringe. It's the bd ultra-fine needle 3/10ml.